Event description:
On 23/may/2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was admitted to hospital after using a leaking bag on (B)(6). There was an allegation this adverse event was due to the performance of delflex dialysate bag in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with both pseudomonas and klebsiella (species not reported) in the culture and a wbc count of 15,000/mm3. The patient was diagnosed with peritonitis due to a contamination of his pd catheter (not a fresenius product) during ccpd therapy on the liberty select cycler at home. It was explained the patient reported a leak from his dialysate bag to the outpatient clinic from a treatment initiated on the evening of (B)(6) 2024 (as opposed to the initial report of (B)(6) 2024). The patient was advised by the outpatient clinic to report to the hospital based on symptoms where he was admitted on the same day, (B)(6) 2024. The patient was prescribed intraperitoneal (ip) vancomycin at 3000 mg and ip ceftazidime at 3000 mg (frequency not reported) to address the infection and as-needed heparin to address fibrin in his pd catheter. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler until his pd catheter was removed on (B)(6) 2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model not reported) for the duration of the admission. Additional wbc counts taken in the hospital on (B)(6) 2024 and (B)(6) 2024 presented with 15,600/mm3 and 15,000/mm3 respectively. Though the cause of the patient¿s peritonitis was attributed to a contamination of the patient¿s pd catheter, the infection was also reported to be associated with the leak from his dialysate bag or from the cassette by the outpatient clinic pdrn.